Event description:
The affiliate alleged the customer stated that the sealsure indicator did not change its red color to yellow after the sterrad cycle completed. After attempting another cycle, the indicator strips from the same lot changed color appropriately. The affiliate stated that no injuries were reported from the event.

Manufacturer narrative:
Chemical indicator strip.